Event description:
Patient intubated due to respiratory failure due to complication from covid 19 ib (B)(6) 2021 at 00:33. On (B)(6) 11:45 patient coded due to a separation of the adapter of the endotracheal tube which was attached to a mechanical ventilator. Patient had 1 round of CPR with rosc. A larger ett adapter from another tube was fitted into the current tube to keep from separating. Patient was extubated on (B)(6) 2021 and doing well. This event occurred at the (B)(6). FDA safety report ID# (B)(4).